Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. During unpacking of a 12x90/8fr uni plus halo 75cm wallstent endoprosthesis, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: a 12x90/8fr uni plus halo 75cm was received for analysis. The device was received with the stent mounted in the correct position on the delivery system. The investigator was unable to deploy the stent as indicated in the instructions for use due to a severe kink to the stainless-steel shaft. To facilitate analysis of the stent the investigator dissected the shaft of the device and deployed the stent by grasping the tip and withdrawing the inner shaft. A visual examination of the stent found no issues or damage to the stent. A visual and tactile inspection found the shaft of the device to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues with the tip of the device.

Event description:
It was reported that stent damage occurred. During unpacking of a 12x90/8fr uni plus halo 75cm wallstent endoprosthesis, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.